Event description:
The lay use/reporter called lifescan (lfs) in 2006, and alleged that the pt's meter was not powering on. The med affairs spec spoke to the pt one day later, and obtained and verified the following info. The pt stated that she did not test on her meter for one month. She reported that her meter was originally missing segments and then would not power on. She did report having dropped the meter on several occasions. She visited her physician,after not testing for one month, and her blood glucose was tested, the result was between 400 and 500 mg/dl. She reported that she was "dizzy" at the time, her mouth was dry, and she had a foot ulcer. The pt's medications were adjusted and the pt was advised to exercise and watch her diet. No medications were given to her at the physician's office. The dr's visit was approx one month ago. During the time that the pt was unable to test on her onw meter, she was able to test on her mother's meter. One result of 150 mg/dl was obtained on her mother's meter. The pt was unable to locate her meter to troubleshooting. This complaint is being reported, as the pt was unable to test on her meter and she subsequently had high blood glucose results while feeling "dizzy". A replacement meter has been sent to the pt.